Event description:
It was reported that a diagnostic invalid data was observed. The device was re-interrogated and new diagnostic data was recorded. The technician was only interested in the battery life at the time of the interrogation. Device remains implanted. The patient is stable.